Event description:
After a successful IV start, the nurse noticed that blood was leaking under the dressing. They found that the adapter had separated from the tubing. The catheter was successfully retrieved from the pt's arm.